Event description:
It was reported that after a freestyle libre 3+ sensor expired, the user started a new sensor and observed glucose readings on the freestyle app but not on the ilet bionic pancreas, and subsequently received a pairing failed alert when attempting to connect the sensor to the ilet; the user was advised that the freestyle app must not be used concurrently with the ilet, was instructed to start a new sensor for the ilet, which subsequently yielded a visible warmup time on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem consistent with improper or incorrect setup procedure, and no specific part or component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and failure to follow proper procedure.